Event description:
It was reported that an ilet pump would not hold a charge on the charging pad and would not charge on other chargers, leading the user to discontinue pump use and transition to injections. Customer care provided support which included customer troubleshooting and provision of a replacement charger. No clinical symptoms reported during the event. Outcomes included interruption of device therapy and user inconvenience. Investigation of this case revealed a suspected power or charging malfunction of the pump or charger. It was concluded that the event involved a device power issue, that warranted replacement. The user was instructed to contact support if problems persisted.